Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2026 with numerous low flow alarms that were seen on interrogation that were due to hypovolemia and suspected aortic insufficiency. The history log only went back three days, but the patient reported daily alarms. The log files were submitted for review. The event log file contained a few low flow estimates and sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically. The low flow alarms resolved after the patient was given fluids. The device operated as expected. It was later communicated that the transesophageal echocardiogram (tee) and right heart catheterization (rhc) were completed and showed severe aortic regurgitation with an effective regurgitant orifice area (eroa) of 0.3cm2 by planimetry.

Event description:
It was reported that the patient was seen in clinic on (B)(6)2026 with numerous low flow alarms that were seen on interrogation that were due to hypovolemia and suspected aortic insufficiency. The history log only went back three days, but the patient reported daily alarms. The log files were submitted for review. The event log file contained a few low flow estimates and sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically. It was noted the patient had aortic insufficiency prior to pump placement. Imaging results showed mild aortic insufficiency. The aortic valve opened with every beat. The patient¿s lvad baseline speed of 5000 rpm was optimized to 4800 rpm. The septum was positioned midline. The low flow alarms resolved after the patient was given fluids. The device operated as expected and the patient was asymptomatic and stable at home. It was later communicated that the transesophageal echocardiogram (tee) and right heart catheterization (rhc) were completed and showed severe aortic regurgitation with an effective regurgitant orifice area (eroa) of 0.3cm2 by planimetry. The patient was referred to a valve clinic to assess further intervention.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported aortic insufficiency (ai) and hypovolemia could not be conclusively established through this evaluation. The reported low flow alarms were confirmed via the submitted log files. Although a specific cause for the low flow alarms could not be conclusively determined, the account communicated that the cause was hypovolemia and ai. The system controller event log file contained events from (B)(6) 2026 through (B)(6) 2026. Intermittent low flow hazard alarms were captured on (B)(6) 2026 when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.